Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "for the past several weeks we've had multiple reports of our filters sets leaking."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of filter sets leaking could not be verified due to the product not being returned for failure investigation. The customer mentioned 20027e as well as 20127e, and while the main complaint is for 20027e, all material and lot information given was investigated. Device history record review for model 20127e lot number 22029612 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 04feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ extension sets leaked during use. The following information was provided by the initial reporter: "for the past several weeks we've had multiple reports of our filters sets leaking."